Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their sensor had inaccurate readings due to bent cannula. Blood glucose was 149 mg/dl at the time of the incident. The customer also reported that once or twice, the insulin pump froze and would not let them do anything. The customer did not troubleshoot for the frozen display. The insulin pump was not replaced nor returned for analysis..